Event description:
The needle was slow to retract and the nurse received a needle stick injury.

Manufacturer narrative:
Additional information was requested from the reporter, however, no information has been received at this time. Results: without a lot number we are unable to review the device history record or material review report for any irregularities that may have been found during the manufacture of the product. Conclusions: the sample was not available for analysis; therefore, we are unable to determine the root cause for the problem encountered. Although we are unable to determine the cause of the problem reported a CAPA was initiated to address slow retraction caused by an increased amount of gel within the device. The CAPA was closed on june 2009. Without a lot number, we are unable to determine if the device was manufactured prior to the completion of the CAPA. (B)(4).